Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. At the time of implant and currently the vessel morphology was short (9mm) and displayed a conical neck. There was moderate angulation. It was reported that a recent CT demonstrated a proximal type I endoleak. There was a proximal endoleak at an unk date, the physician attempted to treat the endoleak with an open graft, sewing the dacron graft to the bifurcated stent graft and the endoleak did not resolve. The physician implanted a converter graft and the endoleak was resolved.

Manufacturer narrative:
(B)(4). Results - endoleak ; short (9mm) and conical neck. Conclusion: short (9mm) and conical neck.